Event description:
It was reported by the patient's family that the previously working remote monitor did not respond when the start button was pressed, although the green power indicator light was lit. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor was able to power up normally with the returned power supply, no electrical anomalies were found. It was noted that the literature pouch was damaged.